Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue. It was reported that both the battery compartment and cap had stripped threads. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was not able to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was unable to fully tighten. A power loss with the test battery cap was not duplicated. The returned battery cap and battery compartment threads were damaged. The battery compartment was cracked in the thread area. The black box showed multiple unexplainable pump reboot events. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. No evidence of moisture or loose components was found inside the pump. Unrelated to the power issue, the pump powered on with a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.